Event description:
Procedure type: according to the reporter: during use the balloon broke. The balloon had been inflated with 25 cc of air. Operating time extended: less than 30 min. There was no report of pieces falling into the cavity or impacting the patient. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
Date initial report sent: 05/15/2009.